Event description:
Physician reported the incorrect diopter intraocular lens was initially implanted. The iol was removed and replaced without complication at the patient's request. In the physician's opinion the device was not the cause of this event.

Manufacturer narrative:
The lens was discarded by the account and not returned for analysis. Information received from the physician indicates this event was not related to the device. Incorrect diopter iol was initially implanted. Device not returned to the manufacturer.